Manufacturer narrative:
A clinical investigation was performed. During a follow-up call with the patient's pd nurse (rn), the nurse stated the patient was admitted to the hospital due to cardiac problems. Per the fmc associate medical director, the event of peritonitis is unlikely related to the liberty cycler. There were no reports of any fluid leaks. Discharge summary states presence of exit site infection which might have contributed to the peritonitis. No etiology was found. Patient also complained of chest pain on admission which appears to be consistent with small vessel disease and history of unstable angina secondary to coronary artery spasm seen on angiogram. There is no evidence of infarction. There is not sufficient evidence to show that any of the symptoms experienced by the patient is possibly related to the liberty cycler. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The reported problem of the patient line blocked alarm was not confirmed. The cycler passed a scale calibration check, system air leak test, anda valve actuation test. The device was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
The peritoneal dialysis (pd) patient's husband reported that the patient had a "patient line blocked" alarm the previous therapy and the patient was able to complete her pd treatment on the liberty cycler. The patient was experiencing discomfort during fill and the patient was retaining fluid on the liberty cycler on (B)(6) 2011. During a follow-up call on (B)(6) 2011, the patient's husband reported that the patient was seen in the emergency room (ER) on (B)(6) 2011 due to stomach pain, vomiting, and cloudy effluent. The patient's cultures were drawn, the patient was given an antibiotic, and the patient was discharged from the hospital. The patient's husband reported that the patient was seen in the pd clinic on (B)(6) 2011 and was given antibiotics for peritonitis.